Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Concomitant medical products: zcb00 lens, serial number: (B)(4); non-johnson & johnson viscoelastic. (B)(6). Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a particle was noticed in the patient's eye after implantation of the zcb00 tecnis monofocal iol (intraocular lens). Reportedly, the foreign particle was removed by the surgeon. The account commented that the particle was hard not soft. There was a 5-minute delay during the procedure but no incision enlargement and no patient injury was reported. The lens remains implanted and the cartridge was discarded by the customer, but the particle was saved for inspection. No additional information was provided. This report is to record the cartridge. A separate report will be filed for the lens.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no lot number was provided. A complaint history could not be performed since there is no cartridge lot number provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.